Event description:
On october 21, 2006, the lay user/pt contacted lifescan alleging that "7.1" was stuck on the one touch ultra display after the battery was replaced. The medical affairs specialist (mas) was unable to contact the pt by telephone so a letter was sent on oct 26, 2006 requesting the pt to call lifescan. The mas obtained the following info from listening to the call between the pt and the customer care advocate (cca). On an unspecified date, the pt saw the battery indicator on the display so she replaced the battery. After replacing the battery, the meter displayed "7.1" and the meter would not turn off. While on the phone with the cca, the pt was able to turn off the meter, but now it was displaying a flashing "mmol/l." The cca helped the pt reset the meter settings and resolved the issue. The pt stated that the meter was previously set to "mg/dl" and denied making any recent changes to the meter settings. When the cca asked if she received any medical attention, the pt stated that on a previous date, at 6pm, she went to the doctor because of "high blood sugar", obtained a "396 mg/dl" on the dr's meter, and received an insulin shot from her dr. The pt stated that her blood glucose levels are always high and "never under 300 mg/dl." On an unspecified date/time prior to the dr's visit, she was unable to test while experiencing symptoms of headaches, weakness, and dizziness; however, she did not specify why she was unable to test on the meter. The pt also mentioned that because she was unable to test on her meter, she did not know how much insulin to take. It would be helpful to obtain the following: why the pt was unable to test prior to the dr's visit, when the pt replaced the battery, for how long the pt was unable to test on her meter, her diabetes medication regimen, when she experiences the reported symptoms, and if the pt recalls obtaining any results with the "mmol/l" setting. This complaint is being reported, because she was unable to test while experiencing symptoms. At some time later, she obtained a high blood glucose result on the dr's meter and was given an insulin shot from her dr. The meter, test strips, and control solution were replaced.